Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly resumed device use after the magnet was pushed back into position. The recipient's pain and swelling have reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing swelling and pain at implant site due to a displaced magnet following an MRI. The head bandaging protocol was followed. The recipient was advised to cease device use.